Manufacturer narrative:
Additional information: d9, h6 DHR results the DHR was reviewed for glidewell ht implant lot# 6238029 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for glidewell ht implant lot# 6238029 and found no additional product in stock. Investigation methods/results the device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø5.0 x 11.5 mm (70-1189-imp0016) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. Root cause description the root cause cannot be explicitly determined. The potential root cause for this failure may be due to the patient having a metal allergy. Per the reported information, the patient has a metal allergy. IFU-012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the contraindications section: "glidewell ht implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Corrected information: DHR results: the DHR was reviewed for glidewell ht implant lot# 6238029 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant lot# 6238029 and found no additional product in stock. Investigation methods/results: the device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø5.0 x 10 mm (70-1189-imp0015) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. Root cause description: the root cause cannot be explicitly determined. The potential root cause for this failure may be due to the patient having a metal allergy. Per the reported information, the patient has a metal allergy. IFU-012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the contraindications section: "glidewell ht implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not been returned. An investigation will be carried out and a supplemental report will be submitted. The additional reported event is captured in mw: 3011649314-2025-01098. Manufacturer reference: (B)(4).

Event description:
It was reported that two glidewell ht implants failed. The patient's bone quality was reported as type ii and their oral hygiene as good. The patient presented for implant placement on (B)(6) 2024 on tooth positions #19 and #30. The patient returned on (B)(6) 2024, within three weeks of placement, with complaint of reaction and headaches. The reported devices were explanted on (B)(6) 2024 and not replaced. They symptoms resolved after implant removal; there was no permanent patient injury and no additional medical/surgical procedure was required.